Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment rendered for the event was not reported. At the time of the report, the patient's recovery status was not reported. Action taken with extraneal and physioneal therapies was not reported. No additional information is available.